Event description:
It was reported that the irrigation set was leaking. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The samples consisted of three (3) products; one (1) sample was received in used conditions and without its original packaging and two (2) samples were received with their original unopened packaging. Visual inspection: the sample was visually inspected at a distance of 12 inches to 24 inches under normal conditions of illumination; no discrepancies were found. Functional test: the samples were connected to a fluid warming machine; there was detected a leak in the surge chamber in the used sample. The root cause of the issue could not be determined; the most probable root cause is that: the surge chamber was received defective from the supplier. The unwelded surge chamber was not detected through manufacturing process. Action(s) taken to mitigate the reported issue(s): supplier was notified and production personnel was re-trained in order to reinforce the visual inspection.